Manufacturer narrative:
Pump received with button error alarm and intermittent act button response due to corroded keypad traces. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. The customer's mother stated that the customer was marching in band practice prior to the alarm occurring. Most recent blood glucose level at the time of the call was 190 mg/dl. Caller also reported that the customer had a blood glucose level of 492 mg/dl early on the morning of the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.